Manufacturer narrative:
The returned shunt was patent. The valve met the requirements for valve flux, reflux, and siphon testing. The valve did not meet the requirements for leak testing. The valve could not be tested for pressure/flow and preimplantation testing as during the testing process the performance setting changed without being adjusted. Biological and non-biological debris was observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿¿ the valve did not meet the requirements for leak testing due to damage to the casing and the distal occluder it is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ no anomalies were found during the DHR review. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the operation, when the valve was inspected, it was found that the valve leaked. There was a 30 minute delay in the procedure. The valve was replaced with a new product to complete the surgery, and the patient had a good recovery.